Manufacturer narrative:
Other applicable components are product ID neu_unknown_lead (B)(4) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional. It was reported that the leads not working properly was the cause of the stimulation output issue, the leads will need replacement. The leads were tested and they were not providing coverage at all. The leads have not yet been replaced. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
Information was received from a patient via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not feeling stimulation. The rep tried programming bipoles and parameters across the spectrum with no response from the patient. The rep increased the pulse width all the way to max and increasing rate from low to high. The parameters at the time of the call were 10.5v 450us 20hz 2+ 3- group impedance: 1814 ohms. Checked impedances in the or which were normal. Following the procedure he turned stim on at that time and felt stimulation. After the patient went home he stopped feeling stimulation and wondered if he was ever feeling stimulation. The rep checked impedance 2000-3000 ohms. An x-ray show that the leads are t10-t11 in the ap view with another abnormal. The rep indicated that they will do a lateral x-ray and then let the md make a decision on the next step. No further patient symptoms or complications were reported in this event.